Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with a 275cc smooth mentor memorygel breast implant has experienced postoperative rupture and implant migration on an unknown side. Rupture was confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for one of two implants.

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device. Upon receipt of the device, it was discovered that the device was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, mentor will discontinue further reporting of this event. Section d. Suspect medical device: added device information as per receipt of the device. Block g2 - manufacturer contact phone number: (B)(6). Block g1 - manufacturer site fax: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor received additional event information. The patient¿s procedure was a breast augmentation revision, and the impacted side was on the left. Patient date of birth and date of the event have been updated. The patient also experienced left-sided capsular contracture baker grade unknown. As a result, the patient underwent explantation and replacement with 595cc smooth mentor memorygel breast implant, catalog # shpx595, left serial # (B)(6)and right serial # (B)(6)on (B)(6)2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).